Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 05/08/2024, it was reported that the patient¿s roommate noticed the patient was not feeling well; she was feeling nauseous and lethargic. The patient¿s cgm was reading 48 mg/dl and the bg meter was reading 422 mg/dl. The patient self-treated with 10 units of humalog insulin per routine diabetes management. After this, the patient¿s roommate took the patient to the ER. At the ER, the patient¿s cgm was reading 385 mg/dl and the bg meter was reading 422 mg/dl. The patient was treated with IV fluids for hydration. The dexcom sensor was also removed while she was in the ER. The patient was discharged home after approximately 6 hours. The patient was still recovering at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.